Event description:
It was reported that during a revision procedure this right ventricular (rv) lead was damaged, and exhibited low out-of-range pacing impedances, measuring less than 200 ohms. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.